Event description:
It was reported that the patient experienced a prolonged hyperglycemic episode after ingesting a large quantity of candy to treat a preceding hypoglycemic event and also reported intermittent cgm signal loss with subsequent automated correction dosing while using an ilet system integrated with a dexcom g7; the event involved troubleshooting and education on appropriate low-glucose treatment using oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious illness/impairment and the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.